Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that the patient was scheduled for a normal depletion implantable neurostimulator (ins) replacement. There were several open circuits post-operatively: case <(>&<)> 0 was 15,315, case <(>&<)> 1 was 4,605, case <(>&<)> 2 was 4 ,191, 0 <(>&<)> 1 was 12,820, 0 <(>&<)> 2 was 13,252, and 0 <(>&<)> 3 was 15,619 ohms. The surgeon had even checked for debris in the header as well and wiped down the extension wires clean during the replacement. The cause of the open circuits was not determined. The surgeon advised the patient see the neurologist for reprogramming and further evaluation. It was unknown if the issue was resolved or if any further action was taken. The patient's indications for use were parkinson's dual and movement disorders. Refer to manufacturing report #3004209178-2016-04316 as the patient had high impedances prior to the replacement.